Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported actuation failure of the probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A probe sample was returned for evaluation for the report of an actuation failure. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and at the cutting edge of the inner cutter. Actuation testing was performed after the probe was disassembled and the test was conforming. The complaint evaluation does confirm the probe actuation and cut is nonconforming. The root cause for the probe not actuation and cutting is due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. This usage will wear and damaged the inner cutter such that the cutter movement becomes impeded. (B)(4).